Manufacturer narrative:
Product analysis: analysis confirmed that the stylus calibration was disturbed. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned for service. No patient complications have been reported as a result of this event.